Event description:
The following was reported in the medwatch report. "Pt with a history of idiopathic intercranial hypertension and pseudotumor cerebri. Has had multiple procedures, primarily vp (ventricular peritoneal) and lp (lumbar peritoneal) shunts to treat original problem of pseudo tumor cerebri. Last surgical intervention done (B)(6) 2007, for a lp shunt revision. Over last several weeks has had increasing headaches felt to be over drainage of her shunt. On (B)(6) 2008, she was admitted to hospital and underwent a revision of the shunt to move from a medium to high pressure anti-siphon drain. Intraoperative findings: proximal tubing was disconnected from the shunt valve and hooked up to a manometer with good spontaneous flow. This was noted to be under low pressure of approx 5 cm h2o consistent with over drainage. The antisiphon device was disconnected and the function of the distal catheter was tested which showed good function. The pt tolerated the surgery well without complications and was taken to the recovery room in stable condition."

Manufacturer narrative:
The device involved in the reported incident has been received for evaluation and an investigation has been initiated based on the reported info.